Event description:
It was reported that the patient had an inflatable penile prosthesis revised due to the device not inflating. After examination fluid loss was observed and the tubing was disconnected at connector between the cylinders and reservoir. The old reservoir was refilled and reconnected to the system.